Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility. This is the final report.

Event description:
A report was received that a patient had fallen and experienced redness and warmth at the pocket site. The physician aspirated the wound and discovered that the patient had a seroma in the pocket. The patient was explanted and is reportedly doing well following the procedure.